Manufacturer narrative:
Manufacturer¿s ref. No: pc-(B)(4).. The purpose of this MDR submission is to include the additional event information received on (B)(6)2023. [Additional information]: on (B)(6)2023, limited information was received. The additional information received indicated that there was no resistance reported such as resistance upon withdrawal issues associated with the embotrap iii device. The limited information included the physician¿s name and phone number. No other information is available at this time. E.1: initial reporter phone: (B)(6) the manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Based on complaint information, the device was not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Vessel spasm is a brief temporary tightening of the muscles in the vessel wall. This can narrow and briefly decrease or even prevent blood flow distal to the spasm and may occur when positioning / advancing the devices through the vessel/arteries. This is a well-known potential complication with any invasive procedure during which devices are introduced into vessels and is listed in the embotrap iii instructions for use (IFU) as such. There is no indication that the device malfunctioned or that the event was related to the device design or manufacturing process. Since the severity of the spasm is not clear, the fact that the spasm occurred during the procedural use of the device, and the patient required medication to treat the spasm, the event will be conservatively reported to the usfda with the classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that on (B)(6) 2023, during a thrombectomy procedure targeting an occlusion in the middle cerebral artery (mca), an optimo¿ balloon guide catheter (tokai medical) was inflated across the lesion, then the complaint device, a 5mm x 37mm embotrap iii revascularization device (et309537 / lot# unknown) was ¿deployed partially for 2 cages¿ and it was removed slowly using the aspiration catheter with proximal balloon (asap) method ¿as done in handon.¿ at this point, spasm occurred. The physician ¿dissolved 1 mg (1 cc) of nicardipine from m2 in 10 cc and ia in 10 minutes.¿ it was reported that, ¿1 mg (1 cc) of nicardipine dissolved in 10 cc of ns from m1 proximal was ia in 10 minutes.¿ it is not known if a continuous flush was maintained during the procedure. The following concomitant devices were also used during the procedure: chikai 14 neurovascular guidewire (asahi intecc), phenom¿ microcatheter (medtronic), and 8f optimo guiding catheter (tokai medical). The patient was discharged to home with a modified rankin scale (mrs) score of 0 and a nih stroke scale (nihss) score of 0. The physician raised the following question: ¿if a stent retriever other than embotrap was used in this procedure, would it have stuck or caused dissociation?¿ and ¿embotrap is suitable for young patients who are likely to develop spasm, mevo, etc.¿